Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead triggered a polarity switch. Also, far field r-wave (ffrw) oversensing was observed on electrogram. It was additionally reported that the implantable pulse generator (ipg) device had potential electromagnetic interference. The lead and device remains in use. No patient complications have been reported as a result of this event.